Event description:
The pt rec'd two leads with the same lot number. It was reported the pt had lost stimulation on the right side. The sjm rep met with the pt nd determined the right lead had all invalid contacts. It was reported the physician may undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.